Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported connecting line is bad. There was no reported adverse pt impact.